Manufacturer narrative:
Batch review performed on 01 april 2019: lot 168959: (B)(4) items manufactured and released on 26-apr-2017. Expiration date: 2022-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: knee revision surgery 1 year and 3 months after implantation of a hinged total knee prosthesis. No information concerning patient age, comorbidities and previous surgeries is available. Implant mobilization is a possible adverse event after total knee replacement and causes are often unknown. Patients requiring a constrained implant are usually those presenting challenging conditions such as revision surgeries, insufficient ligaments and muscular stabilization and systemic commodities. No conclusion can be drawn on the basis of information received.

Event description:
Revision surgery performed after 1 year and 2 months due to instability caused by a loose femoral component. The cause of the loosening is unknown. The surgeon revised the femoral component, a tibial tray and insert with another company's product and the surgery was completed successfully.